Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual examination of the returned device revealed residue present on the one step button pull delivery system, indicating use/handling. The blue pullwire was threaded through the psmd and attached to the wire loop of the delivery system. The button sheath, red strip and black suture were noted to be intact on the delivery system. The suture and sheath did not present any issues. The c-flex tubing and tapered connector were found separated and approximately 11mm of the tubing remained on the distal end of the broken tapered connector. Approximately 18 mm of the connector remained in the proximal end of the broken/cut tubing. The c-flex tubing had been stretched to a point where it was permanently deformed and narrowed. The distal section of the delivery system presented longitudinal cuts. The broken/ cut ends of the delivery system were examined under magnification and the surface of the c-flex tubing presents indentations from a hemostat or similar instrument. The end of the c-flex tubing also appears to have been torn. The broken connector appears to have striations from possible cutting. It was noted that the condition of the returned unit was consistent with the complaint incident that the button tube became separated. Based on all gathered information, the most probable root cause is "operational context". A DHR (device history record) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tube got broken as it was being pulled out from the abdominal wall. Reportedly, little force was applied when the device was pulled out and no part of the device detached inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: the c-flex tubing was separated. Based upon confirming the complainant device was returned additional information was received stating the original event description was not reported correctly and a new event description was provided with the details.